Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor memorygel smooth hpg, 450cc gel breast implant , catalog number 350504bc, serial number (B)(4), lot number 268623. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel smooth hpg, 450cc gel breast implants that bilaterally ruptured after implantation. The issue was confirmed by MRI. The right implant also had issue with capsular contracture type IV. As a result the patient underwent bilateral removal and replacement with left-catalog number 3504254bc, lot number 7562734, serial number (B)(4), and right replaced with catalog number 3504504bc, lot number 7546658, serial number (B)(4) on (B)(6) 2018. This report is for the right implant.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Product evaluation team discovered several creases on the anterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility manufacturer¿s reference number: (B)(4).